Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Lot number: unknown, not provided. Unique identifier (UDI #): a complete UDI# is unknown as the lot number was not provided. Expiration date: unknown, as the lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: there is no sample available for investigation therefore complaint could not be verified. Manufacturing record review: the manufacturing record evaluation could not be performed since the lot number is unknown. A search of complaints could not be performed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the doctor that he has a colleague from another state who is also seeing an increase in plaques coming from the cartridges at time of lens injection. It was also stated that the debris is easy to take out by doing irrigation and aspiration (ia). It was learned that all patients had no adverse events and one of the doctor¿s colleagues did leave it in the eye and the patient was fine. No other information was provided.